Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons were unresponsive due to flattened button dome switches. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.